Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to filter turret failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: peeling paint on the top cover and secondhand items. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, the visera elite xenon light source displayed front panel flashes due to filter turret failure. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.